Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an interventional procedure for a type ii endoleak post endovascular aneurysm repair (evar). Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device as there was no suture present when the needle plunger was removed after deployment. A second proglide device was deployed; however, there was stronger force needed to depress the needle plunger. The suture was deployed successfully; however, when the proglide device was removed from the patient anatomy, it was found that a small portion of the posterior foot plate was missing. The physician took an x-ray but did not find the missing progilde foot in the patient anatomy. The sutures of an additional proglide device were successfully pre-placed. The sheath was upsized to a 16f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures of the two proglide devices. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, unused sterile devices were returned from the account, which were inspected and functionally tested with no anomalies.